Event description:
The customer reported obtaining erroneously elevated creatinine (cr-s) results for two (2) patients, involving the unicel dxc 600 pro synchron system. The customer repeated the samples on an alternate dxc instrument and same instrument and obtained lower cr-s results. The erroneously elevated cr-s results were not reported outside the laboratory. There was no change or affect to patient treatment in connection with this event. Quality control was within laboratory's established ranges on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) performed a performance verification test (pvt) for carryover and test failed. The sample probe was replaced to resolve the issue. Upon replacement of the sample probe, performance tests were performed that included carryover, calibration and precision. All test results were within specification.